Event description:
The customer contacted carefusion technical support to report a unit that has fio2 problems. They did not have any more details on the problem, however, they requested that field service be dispatched to the facility to help correct the problem. According to the customer, the ventilator was not on a patient at the time of the incident.

Manufacturer narrative:
(B)(4). Carefusion field service evaluated the unit, and determined that the root cause of the reported event was that the o2 cell was unplugged. The o2 cell was reconnected and calibrated. Performance tests were then ran to assure that the unit was operating according to manufacturer specifications, before it was returned to the customer.